Event description:
In 2004, the facility's nurse informed the MFR's (MFR.) Clinical specialist of the following: pt possibly being evaluated by the surgeon in 2004 or the next day, for possible infection. Three days later, the MFR's clinical specialist contacted the facility's charge nurse to follow-up on pt/device status. The facility's nurse stated that the pt had their last dose of vancomycin three days earlier. Blood cultures were drawn today. The pt may be scheduled for explant and re-implant of one (1) valve; however, no date was given. No further info was available at this time.